Event description:
Patient was revised to address pain, elevated cocr levels, and a vertically malpositioned cup. (Left hip).

Event description:
Patient was revised to address pain, elevated cocr levels, and a vertically malpositioned cup. Update: (B)(6) 2012- litigation papers received. In addition to what was previously reported, it is now alleged that the patient suffers from discomfort, inflammation, a squeaking noise, tissue damage, and metallosis.

Manufacturer narrative:
The investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Update (B)(4) 2017: pfs and medical records received. In addition to what was previously alleged, patient also alleges weakness and inability to perform daily tasks of living. After review of medical records for MDR reportability it was reported that the patient was revised to address metallosis and metal hypersensitivity adverse local tissue reaction. Revision note stated, there was no evidence of any threading corrosion on the trunnion of the femoral component, and acetabular component was well fixed. Updated product information and added unknown stem product for elevated metal ions. Added complainant information. This complaint was updated on: (B)(4) 2017.

Manufacturer narrative:
Patient was revised to address pain, elevated cocr levels, and a vertically mal-positioned cup. Doi (B)(6) 2010 - dor (B)(6) 2012 (left hip). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Per the initial reporting, patient x-rays are not available for examination. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # :(B)(4) investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address pain, elevated cocr levels, and a vertically mal-positioned cup. Doi (B)(6) 2010 - dor (B)(6) 2012 (left hip). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Per the initial reporting, patient x-rays are not available for examination. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Update: (B)(4) 2012- litigation papers received. In addition to what was previously reported, it is now alleged that the patient suffers from discomfort, inflammation, a squeaking noise, tissue damage, and metallosis.